Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness symptoms. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor memorygel breast implant 700cc and experienced a painful rupture on the left side post-operatively and symptoms including fatigue, brain fog, sizzling breast, breast lumps, headaches, weight gain, and loss of interest. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device. This report contains supplemental information for mentor psr reference number (B)(4).